Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that t-wave oversensing (twos) was exhibited with the patient's right ventricular (rv) lead. The clinician performed reprogramming for the lead sensitivity, but to no avail. The clinician will consult with the electrophysiologist. The lead remains in use. No patient complications have been reported as a result of this event.